Manufacturer narrative:
Although the device was requested to be returned multiple times for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined. If additional information becomes available, supplemental vigilance report(s) will be filed at that time.

Event description:
The complaint/event involved a chemoclave® vented bag spike that reportedly leaked an unspecified chemotherapy from the junction between the blue and white site of the device during an infusion. There was no bleed back and there no concomitant device involved in the complaint/event. There was no unprotected exposure to chemotherapy for the patient, nor the healthcare provider. There was no adverse event or human harm associated with this complaint/event.

Manufacturer narrative:
One used sample #ch-14 was returned for evaluation. As received, the clave was observed to be slightly bent. No additional damage or anomalies were confirmed. No mating device was returned for evaluation. The set was primed as per procedure and no leaks were confirmed. The complaint of leaks cannot be confirmed or replicated. However, the probable cause of the bent clave (as was visually observed) on the returned sample is due to an unintentional bending force applied during use. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. D9 - date returned to mfg: 28feb2024.